Event description:
It was reported that there is foreign mater in the fluid path of an unspecified bd syringe. The following information was provided by the initial reporter: from data sent by customer, foreign matter can be observed inside the syringe.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Zip code: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that there is foreign mater in the fluid path of an unspecified bd syringe. The following information was provided by the initial reporter: from data sent by customer, foreign matter can be observed inside the syringe.